Manufacturer narrative:
(B)(4). Date of initial report : 09/24/2015. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the product did not seal vessels. There was no patient injury, however, the patient lost 50cc of blood. End tones, indicating a completed seal cycle, were provided by the generator and no alarms were heard. The surgeon was working on short gastric vessels during the sleeve gastrectomy. The surgeon opened up a ethicon harmonic to complete the case.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2015. Date of follow-up report : (B)(6) 2015. One used lf1744 was received for evaluation. The returned sample met specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found no defects. The customer reported that the product did not seal vessels. The reported condition was not confirmed. The device was plugged into a force triad generator and tested on simulated tissue with acceptable results. The jaw force was acceptable. Testing was also performed on porcine kidney vessels of varying diameter and the device functioned normally. Multiple seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. A full thermal effect was visually verified. The investigation found the device to function normally and within specifications. The IFU states, the lever must be continually held with the activation button fully depressed until the seal cycle is complete. The lever does not latch into the activation position. The IFU states, do not place the vessel and/or tissue in the jaw hinge. Place the vessel and/or tissue in the center of the jaws. No failure mode was identified. The reported complaint mode will be utilized for trending purposes to determine the need for a corrective action. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.